Manufacturer narrative:
No product was returned for investigation. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the pulmonary edema was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced pulmonary edema and ventricular tachycardia. The p level of the pump was increased and the patient was treated with a procainamide drip. Later, the patient was successfully weaned from the pump and survived.